Event description:
It was reported "upon opening of the package prior to catheter insertion, it was found that the scalpel pierced the outer shell of the package. Three cases of the problem occurred. A new catheter was placed in the patient." This report addresses the second event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1149 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reft1149) have been reported from the same facility in china.